Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: zero samples/pictures were returned from the customer, however this batch has been identified as containing incorrect expiration dates on the unit label. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6323924. Conclusion: the printers were not set-up to scan the entire expiration date from the production order. The ink jet printers were re-programmed to read and print and entire expiration date on the unit label: yyyy-mm-dd. This was completed on 01-jun-2017.

Event description:
It was reported that bd vacutainer® plus plastic serum tube had an expiration date of 4/30/2018 on the box and on the tubes in the box the expiration date said 4/31/2018. No injury or medical intervention reported.